Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test. No reset error alarm was noted. The insulin pump was received with a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported the customer had an unexpected restart alarm on the insulin pump. The customer also reported a crack on the lower right corner of the insulin pump's display. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.